Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise and oversensing that resulted in an unknown duration of pacing inhibition and high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. Pacing impedance measurements in unipolar were noted to be in the 300 ohms range. The lead configuration was programmed to bipolar and pacing impedance measurements were noted to be greater than 2,000 ohms. Boston scientific technical services (ts) discussed troubleshooting options. The lead was programmed back to bipolar and no further noise or out of range pacing impedance measurements were observed. The physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.